Event description:
This is filed for tissue damage after the undeployed clip detached from one mitral valve leaflet during leaflet assessment. It was reported that during the mitraclip procedure to treat functional mitral regurgitation, the guide wire was manipulated during advancement past the left atrial appendage and then placed at the left pulmonary vein. The mitraclip delivery system (cds) was advanced without difficulty and the mitral valve leaflets were grasped. The patient was re-heparinized and blood pressure was medically increased to test pre-deployment clip/leaflet assessment. At that time the restricted posterior leaflet slipped out of the clip. An attempt was made to regrasp the leaflet; however, a pericardial effusion was seen. It was thought that the guide wire manipulation caused the pericardial effusion. The clip was not implanted and the cds, clip, and steerable guide catheter were removed without difficulty. It was then noted that a small piece of tissue, possibly leaflet tissue or chord, remained in the clip. The mitraclip procedure was aborted due to the pericardial effusion and cardiac tamponade. Medications and blood transfusion were administered and pericardial drainage was performed. The patient's condition resolved one day later. The mitral regurgitation grade remained unchanged. The mitraclip procedure will reportedly be rescheduled at a future date. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the lot history record revealed no non-conformances that would have contributed to the reported event and a query of the complaint-handling database identified no other incidents for the reported lot for the reported failure to adhere or bond leaflets. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the p2 (posterior) leaflet was restricted. Leaflet assessment appeared to be good, however when the blood pressure was raised, the p2 leaflet was reported to have slipped out of the clip. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to procedural conditions and not a product quality deficiency. The patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system electronic instructions for use as a known possible complication associated with mitraclip procedures. In this case, the blood pressure was increased during leaflet assessment to ensure proper mitral regurgitation reduction; shortly after the p2 leaflet had detached from the clip. It is likely that the increase in blood pressure resulted in stress on the leaflet, causing a portion of the leaflet to tear and remain within the clip. Based on the information provided, the tissue damage appears to be related to procedural conditions. There is no indication of a product quality deficiency.